Event description:
The patient's pain had moved to the right and the stimulation was more on the left side. It was noted that the patient had a stroke in (B)(6) and "things in leg and back have shifted". He also experienced stimulation in the wrong location and a loss of therapeutic effect. He was reprogrammed 2 weeks ago and had access to "program b" but about a week ago when he stood up, he lost the use of this program for know reason. Additional information was requested.

Manufacturer narrative:
(B)(4).